Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products that used in this study: carto3,navx, thermocool sf, thermocool st-sf. Other company¿s devices that were used in this study: sl1,sensis. (B)(4). This device is not return to bwi.

Event description:
This complaint is from a literature source. It was reported that 107 patients with af disease underwent radiofrequency catheter ablation from october 2010 and february 2016. Among them, one patient a femoral false aneurysm required surgical revision. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿electrical isolation of the left atrial appendage by maze-like catheter substrate modification: a reproducible strategy for pulmonary vein isolation non-responders?¿ the purpose of this study was to atrial fibrillation (af) despite pulmonary vein isolation (pvi) is controversial. Left atrial appendage isolation (laai) may contribute to improve outcome. Suspect device is a navistar thermocool, however catalog and lot number is unknown.